Event description:
It was reported to boston scientific corporation that an rx ercp cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a guidewire could not be inserted into the device due to the distal tip of the device being flattened. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
During a visual examination of the returned device no discrepancies were noted. A functional evaluation with a .035 guide wire, found it could move freely through the device and exit the distal tip without any issues. During the investigation the device was found to meet specification. Therefore, the most probable root cause is not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Based on the investigation results, which confirmed the distal tip was not damaged, this is no longer considered a reportable event. It was confirmed that the correct complaint device was returned.

Manufacturer narrative:
(B)(4) for the reported event of distal tip flattened. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx ercp cannula was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, a guidewire could not be inserted into the device due to the distal tip of the device being flattened. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.